Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7139821.

Event description:
It was reported that patient was complaining about leg pain. Patient was in the hospital to seek treatment for the additional leg pain. The patient was under injections. The patient underwent a lead repositioning procedure and was doing well post operatively.